Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing difficulties to use the device, as is deflates during intercourse. In an in-clinic evaluation, proper cycling was observed. However, the device will be replaced. No patient complications were reported.

Manufacturer narrative:
Event date b3: approximated based on event description.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was deflating during intercourse. In an in-clinic evaluation, proper cycling was observed. However, the device will be replaced. No patient complications were reported.